Event description:
On the catheter's distal tip, the hub completely separated from the device. A catheter from a different lot number was used. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did require any add'l procedures or experienced any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.